Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a company representative. The name of the physician and clinic associated with the event was clarified. The company representative had received no new information regarding the case.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient with an implantable pump. It was reported that the rep was contacted by an hcp about a pump where on the refill date, the clinician programmer (cp) application showed an estimated residual volume of 3.4 ml while they were able to aspirate 32 mls of drug. The hcp was wondering what the cause could be. The hcp did not give any more information as of now and there would be troubleshooting in the future. The rep would contact technical services with the missing information as soon as it was available.